Manufacturer narrative:
The service rep adjusted the kv tracking through the camera gain and discussed imaging options with the customer. System is operating as intended.

Event description:
The customer reported, the 9400 system was experiencing image quality issues. No pt injury was reported.